Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: pre-existing condition.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of an aortic transection one month ago. Vessel morphology was not reported. The CT scan demonstrated an aortic transection and an ascending thoracic aorta approximately 2.13 cm from the subclavian artery. A (B)(4) device was implanted without issues. It was reported that while closing the right common femoral artery there was not a good seal therefore the physician reopened the femoral artery. There was thrombus on the vessel wall. An intervention with a thrombectomy catheter and dacron patch angioplasty of the right common femoral artery was then performed, and 3000 units of heparin were administered. The patient recovered. The event was assessed to be unrelated to the device or aorta (trauma) but related to the procedure. The patient had good bilateral pulses upon discharge. No additional clinical sequelae were reported.